Manufacturer narrative:
Cephalohematomas are a known risk factor for vacuums deliveries. As the device was discarded we are unable to evaluate the product and determine how the use of the product could have contributed to the injury. It was reported that the infant appears to not have any long-term deficiencies or sequelae. Clinical innovations will continue to monitor the event and provide any additional data if it becomes available.

Event description:
A pregnant woman facing the problem of threatened premature delivery started labor at a gestational age of 36 weeks. To cope with the nrfs (non reassuring fetal status), her baby was subject to suction-delivery with the kiwi omni cup. While the cup was applied to the right side from the bending point due to an anomaly of rotation, suctioning was successful without any slippage at the 1st attempt, the baby weighing (B)(6) g, however, was found to have cephalhematoma. Since it grew bigger in a few days, the baby got a CT and was found to suffer a fractured skull in 3 places.